Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4)

Event description:
Coiling treatment of a basilar tip aneurysm. It was reported the coil could not be detached with the instant detacher or via manual method ( provided in the instruction for use). Eventually the coil detached from the pushwire and stayed inside the aneurysm. No patient injury reported.